Manufacturer narrative:
(B)(4). Concomitant product: dermabond.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a knee replacement on an unknown date and suture was used on the skin. The patient experienced a surgical site infection after the procedure. The patient was taken back to operating room for a revision due to the ssi. The ssi was about 1-2 cm subq with small pustules in a w pattern where the sutures were. Swabs were taken and results are: (B)(6). No additional information available at this time.